Event description:
Same case as MFR #: 2134265-2012-06819. It was reported that during an embolization treatment procedure, the coils became stuck and detached in the catheter while partially deployed. The patient was undergoing treatment of an aneurysm in the hypogastric outflow artery. A 5fr contralateral non bsc sheath and a 5fr .035 bern 65cm imager ii catheter were positioned. Using intermittent flush, the 12mm .035 interlock diamond coil was then advanced with no resistance noted. The coil was advanced and retracted several times while attempting to adequately position the coil. The coil eventually jammed and detached in the distal portion of the imager ii. The physician advanced a .035 guide wire to push the coil out, but was not successful. The coil and catheter were removed together, with the coil partially deployed out of the catheter's distal end. A 10mm .035 interlock diamond coil was then selected. Continuous flush was established; however, the coil was not able to be advanced into the imager ii. The introducer sheath of the coil was repositioned in the hub and the coil was then able to be advanced. After several attempts of "sculpting the coil" as it was deployed into the artery, the 10mm coil also jammed in the imager ii and was detached, while partially deployed in the artery. The physician tried pulling the catheter back again, but this time the coil remained in place. A .035'' wire was used to push the remaining coil out of the catheter, into the hypogastric artery. Non bsc .035 pushable coils were packed alongside the 10mm interlock. The procedure was completed with the non bsc pushable coils. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned product revealed an introducer sheath and coil were returned. The coil was returned outside the introducer. No anomaly was noted with the introducer sheath; the twist lock was opened. A kink was noted in the middle of the coil and the coil was severely stretched from the middle of the coil to the distal end. Dried blood was present along the coil, with a significant amount present at the distal end. The main coil interlocking arm had been pulled off the coil and was not returned. On removal of the dried blood, there was evidence of welds at the distal end of the coil. Microscopic inspection revealed the coil zap tip shape and surface were smooth. The coil dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user related as the dfu states: in order to achieve excellent performance of the interlock - 35 fibered idc occlusion system and reduce the risk of thromboembolic complications, it is critical that the 5f delivery catheter is flushed vigorously before and after the introduction of each interlock - 35 fibered idc occlusion system. In addition it is recommended that a continuous flush setup is used for the following reasons: reduces retrograde blood flow into the catheter and introducer sheath during coil delivery. Reduces contrast crystal formation and/or thrombosis on the delivery wire and in the guiding catheter and catheter lumens. "Reduces premature coil thrombosis." (B)(4).

Event description:
Same case as MFR#: 2134265-2012-06819. It was reported that during an embolization treatment procedure, the coils became stuck and detached in the catheter while partially deployed. The patient was undergoing treatment of an aneurysm in the hypogastric outflow artery. A 5fr contralateral non bsc sheath and a 5fr .035 bern 65cm imager ii catheter were positioned. Using intermittent flush, the 12mm .035 interlock diamond coil was then advanced with no resistance noted. The coil was advanced and retracted several times while attempting to adequately position the coil. The coil eventually jammed and detached in the distal portion of the imager ii. The physician advanced a .035 guide wire to push the coil out, but was not successful. The coil and catheter were removed together, with the coil partially deployed out of the catheter's distal end. A 10mm .035 interlock diamond coil was then selected. Continuous flush was established; however, the coil was not able to be advanced into the imager ii. The introducer sheath of the coil was repositioned in the hub and the coil was then able to be advanced. After several attempts of "sculpting the coil" as it was deployed into the artery, the 10mm coil also jammed in the imager ii and was detached, while partially deployed in the artery. The physician tried pulling the catheter back again, but this time the coil remained in place. A .035 wire was used to push the remaining coil out of the catheter, into the hypogastric artery. Non bsc .035 pushable coils were packed alongside the 10mm interlock. The procedure was completed with the non bsc pushable coils. There were no additional patient complications reported and the patient's status is ok.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).